Event description:
A recall from symbios medical products issued a recall on their go pump elastomeric infusion pump. Item # 510545-bp12. The following lot numbers were recalled: 100983, 100984, 101096 and 101125. We have checked all of our stock and do not have any of these recalled lot numbers in stock.